Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified that the hard drive had failed and need to be replaced. Hard drive replaced and software installed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that at the end of the case, the images disappeared from the 9900 system. No patient injury was reported.